Event description:
The customer reported a false positive using the aries sars cov-2 assay lot ab5283a. The customer reported no negative outcome to patient or care; surgery was not delayed. Sample type: nasopharyngeal swab. Aries run#1 result: sars-cov-2 positive; aries run#2 result: sars-cov-2 negative; aries run#3: customer reported the 3rd run as negative but data was not received.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.